Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed tower door. The field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection.

Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door. The customer stated that the 5icu-a tower door 4 unable to recover and latch is clicking while opening. There were no adverse events or injuries reported based on this event.